Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2023 it was reported that this patient was hospitalized for peritonitis due to poor technique. This was the patient¿s third peritonitis event. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the peritoneal dialysis (pd) clinic on (B)(6) 2023 with complaints of abdominal pain and fatigue. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with one dose of intraperitoneal (ip) vancomycin 1750mg on (B)(6) 2023 and ip cefepime 2g one dose on (B)(6) 2023 and another on (B)(6) 2023. Additionally, the patient was administered ip meropenem 1g daily from (B)(6) 2023 through (B)(6) 2023 (used due to antibiotics availability). The patient¿s white blood cell (wbc) count on (B)(6) 2023 was 360 and on (B)(6) 2023 it was 583. At that time the doctor changed the antibiotic to ceftazidime 2g daily due to the rising wbc. Another wbc on (B)(6) 2023 was 392. The culture resulted positive for klebsiella pneumoniae. On (B)(6) 2023 the pdrn sent the patient to the emergency room (ER) where the patient was admitted. The hospital obtained pd cultures and the patient¿s wbc was nucleated cells 10 and fluid 120. The new cultures obtained on (B)(6) 2023 were positive for candida albicans (moderate growth), candida fermentati (moderate growth), and mold (rare growth). The patient was administered a one-time dose of ip eraxis 200mg on (B)(6) 2023. The patient¿s antibiotics were then changed to ip eraxis 100mg daily from (B)(6) 2023 until present and intravenous (IV) ceftriaxone 1000mg every 24 hours from (B)(6) 2023 until present. The patient had his pd catheter (not a fresenius product) removed on (B)(6) 2023. The patient is not continuing with pd therapy. The patient remains hospitalized. The cause of the peritonitis event is attributed to touch contamination. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of polymicrobial peritonitis with hospitalization and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the peritonitis event was touch contamination. The initial culture result of klebsiella pneumoniae and the subsequent culture results of candia albicans and c. Fermentati along with mold support this as these bacteria can all be found in the nasopharynx, gastrointestinal tract, oral cavity and skin of humans. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2023 it was reported that this patient was hospitalized for peritonitis due to poor technique. This was the patient¿s third peritonitis event. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the peritoneal dialysis (pd) clinic on (B)(6) 2023 with complaints of abdominal pain and fatigue. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with one dose of intraperitoneal (ip) vancomycin 1750mg on (B)(6) 2023 and ip cefepime 2g one dose on (B)(6) 2023 and another on (B)(6) 2023. Additionally, the patient was administered ip meropenem 1g daily from (B)(6) 2023 through (B)(6) 2023 (used due to antibiotics availability). The patient¿s white blood cell (wbc) count on (B)(6) 2023 was 360 and on (B)(6) 2023 it was 583. At that time the doctor changed the antibiotic to ceftazidime 2g daily due to the rising wbc. Another wbc on (B)(6) 2023 was 392. The culture resulted positive for klebsiella pneumoniae. On (B)(6) 2023 the pdrn sent the patient to the emergency room (ER) where the patient was admitted. The hospital obtained pd cultures and the patient¿s wbc was nucleated cells 10 and fluid 120. The new cultures obtained on (B)(6) 2023 were positive for candida albicans (moderate growth), candida fermentati (moderate growth), and mold (rare growth). The patient was administered a one-time dose of ip eraxis 200mg on (B)(6) 2023. The patient¿s antibiotics were then changed to ip eraxis 100mg daily from (B)(6) 2023 until present and intravenous (IV) ceftriaxone 1000mg every 24 hours from 16/aug/2023 until present. The patient had his pd catheter (not a fresenius product) removed on (B)(6) 2023. The patient is not continuing with pd therapy. The patient remains hospitalized. The cause of the peritonitis event is attributed to touch contamination. No further information was provided.